Event description:
It has been reported to co that this device reportedly was leaking post-op and it was necessary to remove the line at this time. There was no injury to the pt and the device is being returned for co's analysis.